Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. It was noted that the atrial lead historically exhibited low pacing impedance. Upon examination of the lead, it was discovered that the lead exhibited noise and the noise was also reproducible via isometric testing. On (B)(6) 2019, the atrial lead was capped and replaced successfully. The patient's condition was stable post procedure.